Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes shield was damaged. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea tube shield damaged.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged shield with the incident lot was observed. Evaluation/testing of the customer samples was performed and damaged shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes shield was damaged. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea tube shield damaged.